Event description:
It was reported that the actual residual volume in the pt's pump reservoir was greater than the expected residual pump volume. The pt experienced an increase in baseline pain in the area of the lower back and legs. No diagnostic studies were performed. The pt's pump contained dilaudid and bupivacaine, but no info regarding the medication concentrations or dosages was provided. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).